Event description:
It was reported, when the ventilator was powered up on ac power, all led's flashed and it gave a constant audible alarm that would not reset. No alarm messages shown on display. Multiple lnvent1 codes were found in the event trace. The reported problem was found during setup and prior to placing the ventilator on a patient.